Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch. Unable to perform functional testing including selftest or displacement test due to display anomaly.

Event description:
The customer reported via phone call that insulin pump was exposed to fluid. The customer¿s blood glucose was unknown. The customer reported that the insulin pump by the side of the pool and when the insulin pump as pushed in and it no longer work. Customer stated that they heard fluid and saw under the display. The troubleshooting was performed for fluid exposure. The customer was advised that the insulin pump will need to be replaced and also revert to backup plan. The insulin pump will be returned for analysis.